Manufacturer narrative:
Livanova (B)(4) manufactures the s5 display- and control module. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 display- and control module became unresponsive during a procedure. There was no report of patient injury.

Manufacturer narrative:
The s5 control- and display module was returned to livanova (B)(4) for further investigation. The reported issue was reproduced and it was determined that the firmware version installed on the device was the cause of the reported issue. This is a known issue and corrective actions are in progress.